Event description:
Following a patient's passing, a diagnostic anomaly resulting in erroneous parameters were observed on the device. The device was restored to resolve the event. The physician alleged the patient's passing was not related to the event or the device.